Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator has high (fraction of inspired oxygen) and invalid gas ID alarm. The reporter confirmed that there is no patient involvement associated on this event.